Manufacturer narrative:
Sample was collected in an edta tube and was 14 minutes old when processed. Qc is run once daily and was run before the event. A field service engineer (fse) went on-site and serviced the instrument. The instrument sensitivity was set at high for blasts. Per raw data analysis, sample did not show a significant abnormal pattern for the algorithm to consistently trigger a blast flag. However, the bci instrument did generate an instrument flag (variant lymph) on the first run to alert the operator to review results.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 780 analyzer generated erroneous differential results and failed to provide a differential flag on a patient with known blasts. Manual smear results, which were considered correct, included 7% blasts. Sample was flagged for variant ly on first run; however, rerun was not flagged with suspect messages. The erroneous results were not reported out of the laboratory. There was no death, serious injury or change to patient treatment.